Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on may 07, 2020 that a wallflex biliary rx fully covered rmv stent was implanted in the common biled duct approximately seven months before (B)(6) 2020. The stent was used to treat an anastomotic stricture post liver transplant. Reportedly, the patient's anatomy was tortuous prior to stent placement. On (B)(6) 2020, a scheduled per protocol endoscopic retrograde cholangiopancreatography (ercp) with stent removal procedure was performed and it was noticed under fluoroscope imaging that the stent migrated 1-2 cm proximally in the bile duct and there was granulation tissue around the stent. Reportedly, the stricture has been partially resolved at the time of migration. The stent was removed without any issues. There were no patient complications reported as a result of this event.